Manufacturer narrative:
The inoue balloon catheter used in this patient was not returned to the manufacturer; therefore, further investigation of the device was not possible. The manufacturer reviewed the manufacturing records for the lot used in this patient and confirmed that no issues were identified. Based on this review, the manufacturer determined that the event was not caused by the manufacturing process. "Aortic valve regurgitation" is already mentioned in the instructions for use, whereas "hemorrhagic stroke" is not. As this is the first occurrence since the product's launch, the manufacturer will continue to closely monitor the situation going forward.

Event description:
Regarding the causal relationship between the event and the suspect device, the reporting physician stated that although hemodynamic collapse occurred during the pre-bav in which the device was used, it was unclear whether the event was related to the device. The reporting physician therefore assessed the causal relationship as unknown.

Manufacturer narrative:
"Aortic valve regurgitation" has already been mentioned in instructions for use, whereas "hemorrhagic stroke" is not. The details of these events are currently under investigation."

Event description:
On (B)(6) 2025 - transcatheter aortic valve implantation (tavi) was performed utilizing evolut fx+ system. Prior to inserting evolut fx+ system, pre-balloon aortic valvuloplasty (bav) utilizing an inoue balloon was performed, and then aortic regurgitation deteriorated from minor to severe, blood pressure decreased, and blood flow to bypass decreased. Subsequently, insertion of the evolut fx+ system was attempted, and cardiac massage was started as decrease of blood pressure continued. Ventricular tachycardia and ventricular fibrillation occurred during cardiac massage, and defibrillation was performed each time. Afterwards, implantation of the evolut fx+ system succeeded while maintaining circulation by inserting percutaneous cardiopulmonary support (pcps). After valve implantation, cardiac function improved gradually. As pulmonary oedema was found, intra-aortic balloon pumping (iabp) was added from lower extremity while pcps was intubated, and the patient left the room. Unknown date: although both pcps and iabp were extubated, unspecified haemorrhagic cerebrovascular disorder was found. On (B)(6) 2025 - the patient died due to a haemorrhagic cerebrovascular disorder. Details were unknown.